Manufacturer narrative:
The product in complaint was not available for our experimental investigation. We investigated manufacturing and quality control records, including the leak test results for this lot and surrounding lots, and found nothing unusual. Three thousand eight hundred fifty two dialyzers of the reported lot were delivered in u.s. To date, 2 similar complaints (leakages) have been reported from other facilities in u.s. In both leakages blood loss volume was a little and no medical treatments were given. So we judged that these complaints were not necessary to submit MDR.

Event description:
Five blood leaks from hollow fiber on 2 patients occurred during hemodialysis treatment. The leak detector and test strips observed all leakages. One dialyzer was at the initial use and the others were at the 1 approximately 22nd reuse. Each blood loss was commented about 200cc because the blood inside the dialyzer and tubing was not returned to the patient and was discarded as the extracorporeal circulation set volume. All patients were well and no medical treatments were given.